Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894022 and gd894162 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The cause of peritonitis was not determined. The patient was recovering.